Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. It was reported that the patient was in an ambulance with emts at the time of the event. The lifevest detected an arrhythmia at 21:10:47. Review of the patient's ECG strips indicate ventricular tachycardia (vt). The lifevest delivered a treatment at 21:11:24. Review of the patient's flags indicates the pulse delivered 0 joules of energy into a 0 ohm load. The post-shock rhythm remained in vt, but spontaneously converted 2 seconds later. The response buttons were not pressed during the event. The patient was taken to the hospital following the treatment, and the patient continues to wear the lifevest. There is no adverse outcomes associated with this event.

Manufacturer narrative:
Monitor sn (B)(6) - (B)(6) 2009 (reuse). Electrode belt sn (B)(4) - (B)(6) 2014 (reuse). The patient's equipment has not yet been returned to the manufacturer. A supplemental report will be submitted upon investigation of the patient's equipment.